Event description:
The user facility reported that their 4085 surgical table slid while locked during a patient procedure. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the table and reported that the unit was operating to specifications; no issues were noted. The technician made adjustments to the feet to ensure they were properly making contact with the floor when the table floor locks were engaged. The table was returned to service and no further issues have been reported.